Manufacturer narrative:
Eval summary: the sample has not returned for eval. Chemistry and micro data have been reviewed for this lot and all specifications were met at time of release. The lot history was reviewed and found no other reports. Found no nonconformances during manufacturing. The root cause could not be determined. There have been no other complaints reported in the lot number. After multiple requests, the consumer was not able to provide contact info for the doctor, therefore, no follow-up could be conducted. (B)(4).

Event description:
A consumer reported that following use of a multipurpose solution (two bottles from different lots) and a contact lens cleaner, in conjunction with contact lenses, she experienced dryness, burning, redness and swelling since the first day of use. Her symptoms worsened and she returned to the "optical seller" who recommended eyedrops for dry eyes to alleviate the symptoms. However, the symptoms continued to worsen, at which time, she went to an ophthalmologist who told her she had an eye infection which was treated with antibiotic eyedrops. The consumer reported the events have resolved after the seven day treatment and she resumed use of her contact lenses and the products again. Upon experiencing discomfort, she discontinued use of the contact lenses and the products; the events have now resolved. After multiple requests, the consumer was not able to provide contact info for the ophthalmologist; therefore, no follow-up could be conducted. There are two medical device reports associated with this event. This report is for the contact lens cleaner.